Event description:
The manufacturer received information regarding a simplygo device. The reporter alleges the patient passed away while awaiting the return of the simplygo unit. The unit was sent for servicing at a third party service center since june 2022. The patient was using a back up unit (device brand/type not provided) at the time of passing. The family of the patient did not state the device was the cause of the patient expiring. The cause of the patient's death was not provided by the reporter. The device was sent for service due to the sieve bed "went bad". The relative of the patient brought the device to the pharmacy for repair/replacement in (B)(6) 2022. The device was not picked up for servicing from the pharmacy until (B)(6) 2023 although the device was in possession of the pharmacy since october 2022. The patient passed in (B)(6) 2023 (exact date not provided). The relative of the patient thinks the patient passed away because the patient did not have the simplygo device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to confirm the allegation of patient death. After running for over an hour it was noted the o2 output was low due to a lack of preventative maintenance. Unit may need servicing/preventative maintenance/upgrades; recommend unit forwarded to service. In this report, box d, g, h has been updated/corrected.